Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive ctrl and negative ctrl). There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 511505 is performing outside of established design performance specifications. The amplification curves of the discrepant results were analyzed. Sample ids (B)(6) were reported as positive and generated a valid result. However, there appears to be noise as evident by the spikes in the amplification curves. While the curves are abnormal, the results do not fail to meet product requirements. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 511505 and the components was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 511505 and the components was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 511505. The lot specific complaint history review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 511505 identified two (2) additional tickets related to the reported complaint. Both tickets were independently investigated and no product deficiency was identified. Evaluation of this complaint confirms that it is associated with a confirmed issue from a previously completed investigation. Per the previous investigation an additional complaint history review determined that discrepant result (false positive) on patient samples has been observed by customers when using alinity m sars-cov-2 amp kit (list 09n78) across multiple lots. To date, 139 complaint tickets have been received for the discrepant results (false positive) issue according to this additional search and the number has been increasing in recent months. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78-090) was identified. Specification not met-the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will be dispositioned as confirmed. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number 3005248192-09-03-2021-001-c). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Additional follow up on investigation and corrective actions will be communicated via the 806 process. Recall number: z-0004-2022 the following mdrs were also reported as related to fa-am-sep2021-260: 3005248192-2021-00214, 3005248192-2021-00145 follow up report 1, 3005248192-2021-00146 follow up report 1, 3005248192-2021-00155 follow up report 1 , 3005248192-2021-00190 follow up report 1, 3005248192-2021-00148 follow up report 1, 3005248192-2021-00168 follow up report 1, 3005248192-2021-00136 follow up report 1, 3005248192-2021-00161 follow up report 1, 3005248192-2021-00175 follow up report 1, 3005248192-2021-00220 follow up report 1, 3005248192-2021-00160 follow up report 1, 3005248192-2021-00116 follow up report 1, 3005248192-2021-00119 follow up report 1, 3005248192-2021-00169 follow up report 1, 3005248192-2021-00171 follow up report 1, 3005248192-2021-00172 follow up report 1, 3005248192-2021-00173 follow up report 1, 3005248192-2021-00174 follow up report 1, 3005248192-2021-00177 follow up report 1, 3005248192-2021-00183 follow up report 1, 3005248192-2021-00283, 3005248192-2021-00108 follow up report 2, 3005248192-2021-00113 follow up report 2, 3005248192-2021-00306, 3005248192-2021-00122 follow up report 1, 3005248192-2021-00157 follow up report 1, 3005248192-2021-00158 follow up report 1, 3005248192-2021-00200 follow up report 1, 3005248192-2021-00201 follow up report 1 , 3005248192-2021-00202 follow up report 1 , 3005248192-2021-00310, 3005248192-2021-00311, 3005248192-2021-00123 follow up report 1, 3005248192-2021-00124 follow up report 1, 3005248192-2021-00204 follow up report 1, 3005248192-2021-00185 follow up report 1, 3005248192-2021-00189 follow up report 1 , 3005248192-2021-00232 follow up report 1, 3005248192-2021-00231 follow up report 1, 3005248192-2021-00212 follow up report 1, 3005248192-2021-00246 follow up report 1, 3005248192-2021-00244 follow up report 1, 3005248192-2021-00209 follow up report 1, 3005248192-2021-00205 follow up report 1, and 3005248192-2021-00194 follow up report 1.

Manufacturer narrative:
Type of investigation, code 3331, was inadvertently missed in 3005248192-2021-00112 follow up report 1.

Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported that on their alinity m instrument, during sars-cov-2 testing 3 samples have been observed with positive results and abnormal curves, that were not positive when tested on another platform. The molecular application specialist (mas) downloaded files and performed log analysis. The curves were significantly abnormal due to the noise on them. In turn, this noise is likely what causes that during the normalization and baselining operations, the curves can be considered "positive" as per application specifications. Customer chose to report the negative results obtained with the alternative method. No impact to patient management was confirmed so far. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.